Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. User facility reported they are securing the explanted mesh, and will not release it for evaluation. No conclusions can be drawn at this time. We will submit a follow up report when/if product is returned for evaluation or additional information becomes available.

Event description:
It was reported by the risk manager that a recalled ck mesh was explanted at their facility due to recurring abdominal pain. Physician wrote in his notes that "one of the rings" was broken.